Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing and the right ventricular lead exhibited noise. The patient did not receive any inappropriate high voltage therapy or experience any change in pacing due to the noise and oversensing. No intervention was performed. The patient would be continued to be monitored.